Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient stated that they replaced the sensor. Dexcom representative advised patient re-enter transmitter ID into the g5 application, disable and re-enable bluetooth, and close all applications which was unsuccessful. Dexcom representative next advised patient to try pairing with a secondary transmitter and the pairing was successful. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 01/27/2016 and could not confirm the report of transmitter not pairing with the g5 application. No additional patient or event information is available.